Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving high readings on his adc freestyle libre sensor compared to blood test results. On (B)(6) 2019, the customer reported receiving an unspecified high reading and experienced symptoms of tremors and a loss of consciousness. The customer further reported he was unable to self-treat and his wife treated him with glucagon, no further treatment was reported. There was no report of death or permanent injury associated with this event.